Event description:
It was reported that post a coronary drug eluting stenting treatment procedure, cytopenia occurred. The patient had a taxus express2 drug eluting stent placed, location, date and size unk. The reporter states that the oncologists that she works with have been asked to consult to determine the cause of a patient's cytopenia. The patient required a blood transfusion, but as of the date of this report the cause of the patient's symptoms is unk. Bone marrow biopsies have been negative. Additional information regarding this event has been requested, but is not available.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.